Manufacturer narrative:
The event occurred over the last three days from the report date. PMA/510k # - the customer reported the suspect code was either: clearlink solution set, catalogue # 2h8486, lot # r18g04064, PMA/510k # k952074 or solution administration sets, catalogue # 2h5660, lot # r17g22133, PMA/510k # k153158. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three events of underinfusion occurred with unspecified access sets running on a baxter pump. It was further reported there was about 250ml of total parenteral nutrition (tpn) left to infuse at the end of the programmed infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : lot number r18g04064 was manufactured on july 05, 2018 and lot number r17g22133 was manufactured on july 23, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.